Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string on a tampon broke upon removal. She was able to remove the tampon using the remaining piece of string. Consumer reported she also noticed a few of the tampons were sticking out of the applicator prior to use causing the petals to open.